Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an alarm in the morning and insulin delivery was stopped. The customer resumed insulin delivery. The customer's blood glucose (bg) level was 178 mg/dl and the normal basal setting brought the bg down to target level. Tandem customer technical support (cts) reviewed the pump's t:connect data and found that the customer received an auto-off alarm. The customer had not had interaction with the pump for over 12 hours prior to the alarm. Cts reviewed the auto-off feature with the contact.